Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alert. The customer¿s blood glucose was unknown. Customer also stated that they did not press a button down for 3 minutes or longer. Customer also stated that insulin pump was exposed to a change in altitude. Customer also stated that insulin pump receive a sensor updating alert and change sensor alert. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No stuck button alarm noted. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).